Event description:
The customer reported that multiple higher than expected vitros phyt quality control results were obtained using vitros phyt slides on a vitros 5600 integrated system. Vitros phyt br l3 results: 30.76, 29.9 and 30.35 ug/ml vs expected 24.72ug/ml. Vitros phyt tdm l3 results: 35.08, 34.30, 34.05, 35.96, 36.12, 34.76, 35.11, 34.22 and 34.34 ug/ml vs expected 28.1 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer stated that no vitros phyt patient results were in question as patient samples were not processed using vitros phyt slides during the event. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report is number six of twelve MDR¿s for this event. Twelve 3500a forms are being submitted for this event as twelve devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros phyt quality control results were obtained on a vitros 5600 integrated system. The investigation was unable to determine a definitive assignable cause. There is no indication that a vitros phyt reagent or an instrument issue occurred during the time of the event. However user error due to improper pre-analytical fluid handling cannot be ruled out.